Event description:
The customer observed falsely elevated results for multiple assays generated on the architect c16000 processing module for multiple samples. The following results were provided: sid: (B)(6): total bilirubin initial result = 20.593 umol/l, repeat result = 10.661 umol/l. Calcium initial result = 3.6752 mmol/l, repeat result = 2.3521 mmol/l. Glucose initial result = 8.793 mmol/l (161.6576 mg/dl), repeat result = 4.568 mmol/l (82.2971 mg/dl). Potassium initial result = 8.444 mmol/l, repeat result = 4.3 mmol/l. Sid (B)(6): potassium initial result = 6.775 mmol/l, repeat result = 3.772 mmol/l. Glucose initial result = 9.887 mmol/l (178.1242), repeat result = 4.671 mmol/l (84.1527 mg/dl). Sid:(B)(6): potassium initial result = 7.250 mmol/l, repeat result = 3.933 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated results for multiple assays generated on the architect c16000 processing module for multiple samples. The following results were provided: sid: (B)(6): total bilirubin initial result = 20.593 umol/l, repeat result = 10.661 umol/l. Calcium initial result = 3.6752 mmol/l, repeat result = 2.3521 mmol/l. Glucose initial result = 8.793 mmol/l (161.6576 mg/dl), repeat result = 4.568 mmol/l (82.2971 mg/dl). Potassium initial result = 8.444 mmol/l, repeat result = 4.3 mmol/l. Sid (B)(6): potassium initial result = 6.775 mmol/l, repeat result = 3.772 mmol/l. Glucose initial result = 9.887 mmol/l (178.1242), repeat result = 4.671 mmol/l (84.1527 mg/dl). Sid: (B)(6): potassium initial result = 7.250 mmol/l, repeat result = 3.933 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and observed a loose r1a probe. The fsr resolved the issue by tightening and calibrating the reagent probe (l), which contributed to the result issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the reagent probe (l) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the reagent probe (l) and the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.